Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that a pin hinge and washer were not present. The technician made repairs to the warming cabinet, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the device to service. The warming cabinet is approximately 14 years old and is not under steris service agreement for preventive maintenance activities. The user facility is responsible for all maintenance activities. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that the door to their warming cabinet fell off and contacted an employee's chest. The employee continued working and no medical treatment was sought or administered.